Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 1059 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. The top and bottom housing were observed to be cracked towards the back of the pod. Corrosion was observed on the top battery, chassis, and catch beam. Due to the location of the cracks and corrosion, it cannot be conclusively determined if the cracked housing allowed fluid ingress and the resulting corrosion. The exact timing and cause of the cracks is unknown. Download data indicates that the cracks did not affect pod functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was over 250 mg/dl while the pod was worn between 4 and 24 hours. The cannula did not completely deploy during the activation process; this indicates a needle mechanism failure. Additionally, the cannula was found to be bent. Details regarding treatment were not reported.